Manufacturer narrative:
Product was returned to nuvasive and no defect was found device functioned as designed. Review of the complaint report and returned device suggests operational difficulties or anatomical obstructions as root cause of the reported event. No additional investigation can be completed. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery". "Warnings, cautions, and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient". "Pre-operative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient".

Event description:
On (B)(6) 2021 a patient underwent a posterior fixation procedure at t10/l4. After inserting a rod to pedicle screws, the surgeon was unable to detach the rod inserter from the rod. To detach the rod inserter, the physician made a small incision to the patient's skin and managed to detach the inserter from the rod.